Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operative of a 2-year laparoscopic hernia surgery, patient had a motor bike accident and the hernia recurved immediately. There was a need for a hernia redu procedure, during the procedure the surgeon had to face too many adhesions. It was noted that there were 2 tears on the bowel. Patient had to be re-operated and had to be in ICU for 2 days.